Event description:
A customer contacted beckman coulter inc. (Bci) regarding low creatinine (crem) results generated by the unicel dxc 800 synchron clinical systems. The crem results were reported out of the lab and were questioned by the nephrologist. The original samples were re-tested and higher crem results were obtained. The results were amended. Unknown if treatment was initiated or withheld.

Manufacturer narrative:
Qc was run before the event and results were acceptable. Customer observed particulates in creatinine reagent. The particulates had clogged the lines and caused leakage in the reagent syringe. A field service engineer (fse) was dispatched: the fse cleaned the lines and replaced the reagent syringe. New reagent lot was sent to customer for replacement. The system is currently performing within qc specifications. Although particulates in the reagent were noted, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.